Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly- ise sampling assembly.

Event description:
The customer received questionable results for ion selective electrode (ise) potassium (k) on "a few" samples. It was determined that one sample had an erroneous result which was reported outside of the laboratory. The customer indicated they had been receiving ise reagent probe alarms. The customer indicated the probe did not appear bent or damaged, but that the probe was stuck on the side of one of the reagent bottles. The initial k result was 5.3 mmol/l, which was reported outside of the laboratory. The sample was repeated on another cobas 6000 c501 instrument and generated a result of 3.2 mmol/l. The customer deemed the repeat result to be correct and corrected the result. There was no adverse event. The lot number and expiration date of the k electrode in use was requested, but the customer could not provide this information. The field service representative found that the sampling assembly ise probe was misadjusted. He adjusted the sampling assembly ise probe and performed mechanical checks, which passed. He also performed precision testing, which passed. The customer indicated that qc met laboratory specifications. The investigation determined the mis-adjusted sampling assembly ise probe did not explain the fact that only erroneous k results were generated. The investigation could not determine a specific root cause with the information provided.